Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a female patient presented with bilateral corneal ulcers associated with wear of a pair of freshlook dimensions contact lenses purchased from a beauty supply shop. She was told she could sleep in lenses and was given a bottle of saline only (brand not provided). She wore lenses for a few months and on continuous wear for 30 days before developing ulcers. She was not given the product package, there fore no lot info is avail. Vigamox prescribed and follow up was scheduled. Pre-event acuity 20/20 ou, current acuity not provided. Ecp reported that he has seen others in the past with issues from same beauty supply shop, however no details have been provided. Requests have been made for add'l info, however no further info has been provided. This case has been designated as the left eye event.